Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure the user reported that the image acquisition system was not reachable and x-ray was not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Log file analysis shows that the system was waiting for the flat panel detector (fd) to warm up after commissioning. This system state would continue up to the required temperature range. During this time, the release of x-ray is blocked on the system side as a protective measure. In this event, the fd never reached the required temperature range, indicating a problem with the fd cooling unit. This condition is displayed to the user on the monitor. If an fd coolant or temperature problem occurs during a procedure, a 30 minute countdown is displayed to the user on the monitor. This safety measure allows the user to complete a procedure in a controlled manner. During investigation, the service engineer determined that the coolant level of the fd cooling unit was too low. After refilling the coolant, the system worked as specified. There was no indication of a leak in the cooling system and the reason for the low coolant level could not be determined. A subsequent on-site check during the next operations did not result in any loss of liquid. The system is operating as specified and no further errors have been reported. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.